Event description:
It was reported that "a lot of air bubbles" were observed in the line of prismaflex st 100 set during continuous renal replacement therapy. The air originated from the venous injection port when performing a blood sample. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not received; however, photographs were provided for evaluation. Visual inspection of the photos did not identify any product abnormality that could have contributed to the reported defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.